Event description:
The patient reported that her glucose levels increased to 225 mg/dl, and the cannula had blood. She received no alerts and had no backup insulin. Her glucose level reached 257 mg/dl. She confirmed familiarity with the pink slide on the pod, which moved forward, and the cannula was inserted correctly. The pod site was irritated, but there was no insulin leakage. The cannula's condition was unavailable. The patient has had issues with every pod since december, experiencing high glucose levels and irritation. She discussed pod placement and irritation prevention. She mentioned a cannula stayed in her arm previously.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. It was reported that the cannula had detached into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.